Event description:
Boston scientific crm received information that this patient experienced a non-device related syncopal episode. During the pacemaker check, the patient noted that the right atrial (ra) lead had previously been broken and the pacemaker was programmed to vvi mode at 50 ppm. Upon interrogation, the right atrial (ra) lead exhibited no capture, no sensing measurements and out of range high impedance measurements of greater than 2500 ohms in both bipolar and unipolar pacing mode. No changes were made at this time and the patient's physician will be consulted to develope a care plan. To date, no further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.